Manufacturer narrative:
Age at time of event : 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a non-tortuous and non-calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, on the fifth inflation at 8 atmospheres for 7 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood and contrast present in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. A shaft kink was present at 17cm from the tip of the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 13mm from the tip of the device. The device failed to inflate to rated burst pressure (rbp). Product analysis confirmed the reported event, as the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a non-tortuous and non-calcified right coronary artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for post dilation. However, on the fifth inflation at 8 atmospheres for 7 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient status was stable.